Event description:
A surgeon reports five patients with unexpected postoperative refractions following intraocular lens (iol) implant surgery. This report is for the fourth of the five patients. This patient was implanted bilaterally. According to the surgeon, the patient reports having trouble focusing after being at the computer for a long period of time and difficulty reading scroll on tv screen. Additional information has been requested. There are two medical device reports associated with this event for this patient. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/12/2008 and 09/24/2008 by phone, fax and mail. A completed questionnaire has not been received.